Event description:
The customer reported that while the unit was in use on a pt, the unit's helium tank was empty. The pt was switched to another unit and therapy was continued. The customer had difficulty replacing the helium tank. No pt injury was reported.